Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. There were numerous hypotube and shaft kinks throughout the catheter. Magnified inspection of the balloon revealed a pinhole and scratch over the markerband. Magnified inspection of the proximal bond and markerbands did not reveal any damage or irregularities. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation and the device was inflated at 6 atmospheres. The physician attempted to dilate another lesion; the balloon was inflated twice at 6 atmospheres and ruptured on the third inflation at 6 atmospheres. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation and the device was inflated at 6 atmospheres. The physician attempted to dilate another lesion; the balloon was inflated twice at 6 atmospheres and ruptured on the third inflation at 6 atmospheres. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.